Event description:
It was reported that during the implant procedure, the physician had difficulty in finding a position for lead placement. Physician was unable to extend the helix after several rotations. Lead was not used and a new lead was implanted. There were no adverse consequences to the patient. Patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.